Event description:
During follow up, lead noise resulting in the delivery of high voltage therapy was revealed. Imaging indicated the lead may be fractured. The patient was monitored at another facility to await lead replacement. Additional information was requested but not received. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was repositioned to resolve the issue.